Manufacturer narrative:
Event is associated with intra-operative procedures.

Event description:
The tibial insert would not snap into the baseplate properly. Another device was readily available and implanted without incident. There was no adverse consequence for the pt.